Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring transmission was sent due to the patient experiencing chest pain and left flank pain. It was noted that the right ventricular (rv) lead exhibited high impedance and thresholds, however both had recently diminished. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.